Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown, additional information will be provided once available.

Event description:
It was reported that during a therapeutic colonoscopy and esophagogastroduodenoscopy procedure performed under sedation, the light source produced dim image that resulted in a procedure delay of less than 30 minutes while troubleshooting was performed. The procedure was subsequently completed.